Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, inadequate bone quality/quantity, preceding/simultaneous bone augmentation. Extensive bone atrophy, maxillary augmentation with cheekbones. (B)(6) are the same patient.